Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) got stuck in the incision. There was no patient injury, and there was nothing wrong with product. From additional information it was learnt that the lens was half way in eye, and the inserter was removed from lens. The lens was pulled out from outside portion of lens with 12 forcep. The lens was explanted and replaced with same model lens with 200 lens power. No other information is available.

Manufacturer narrative:
Corrected data this is to correct the initial report 3012236936-2024-00607 which contained erroneous information in section b5 which indicates ¿200 lens power¿. Section g3, date received by manufacturer states feb 21, 2024, which is incorrect. Section h6, type of investigation is incorrectly coded as 4114. In review also noticed section h10 incorrectly states ¿the device was not returned for evaluation¿ this current report captures the correction below. Section b5 describe event or problem: 20.0 lens power. Section g3, date received by manufacturer: feb 20, 2024, section h6, type of investigation: 4115 ¿ device discarded section h10 provide narrative/data:the device was not returned for evaluation as it was discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
20.0 lens power.